Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level after meal. Customer blood glucose level was 42 mg/dl. Customer current blood glucose level was 146 mg/dl. The customer was treated with food. Customer's mother stated they miscalculated the soup and gave too much insulin. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.